Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was patient involvement in this event, but there was no adverse outcome. .

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. As a precaution the battery pins were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was patient involvement in this event, but there was no adverse outcome.

Manufacturer narrative:
The customer provided stryker with further patient and reporter information. Sections a, e and g have been updated as applicable.